Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 the patient experienced a hardware failure. Dexcom technical support advised the patient's mother to reset the device on (B)(6) 2014 and it was reset was unsuccessful. The patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).